Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Atrial capture threshold measured 2.5 v from (B)(6) 2015. Analysis of the device memory indicated a p-wave amplitude measurement issue. P-wave amplitude measured between 0.125 mv and 1.875 mv from (B)(6) 2015 through (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead appeared to be dislodged with some contact in the atrium that caused high thresholds and intermittent capture. The high thresholds and outputs prompted early battery depletion of the patient's implantable pulse generator (ipg). Both the lead and the ipg were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.